Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 136 mg/dl. The customer stated that they also experienced a motor alarm from the pump. The customer states that the possible causes of the issues were from the humid weather that may have gotten moisture inside the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The motor error alarms could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, case and reservoir tube window. The motor was tested outside of the device and passed.